Event description:
It was reported that during a periodic inspection performed by a clinical engineer at the hospital, the cardiosave intra-aortic balloon pump (iabp) had a suspected helium gas leak. A pre-filled gas cylinder (with a remaining pressure of 2000 psi or more) was attached, but the remaining pressure dropped to 550 psi within a week. The tank had been stored with the valve open. The hospital staff replaced the gasket. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. A gas leak test was conducted according to the service manual. No leaks were detected. A protective seal remained on the supply port of the installed cylinder, and it is thought that the gas leaked through the gap between the gasket and the seal. The iabp was returned to the customer.

Manufacturer narrative:
(B)(6).